Event description:
It was reported that intermittent noise was seen during a follow up. Clavicular crush and fracture were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.